Manufacturer narrative:
On 13 january 2023, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the touch screen was reacting without user interaction. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.